Event description:
The pt is reportedly experiencing loss of lock between the internal device and the external equipment. Programming changes were made and external equipment was exchanged; however, this did not resolve the issue. Surgery to explant the pt's device will be scheduled.